Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service representative report as follows: customer reports low vacuum. Tested unit 3 days no problem found. Full calibration, functional testing and safety. Checked to factory specifications. (B)(4).

Event description:
During a routine check of the iabp, the customer representative observed that the iabp balloon pump was showing low vacuum. No pt was involved.